Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no reported adverse impact to customer's blood glucose level. Customer changed syringe needle and cartridge and was able to successfully resume insulin delivery.